Manufacturer narrative:
The lens was explanted on (B)(6) 2019. Reportedly a longer length lens was implanted and 'the patient is doing very good.' Patient code 3191 (secondary surgical intervention, lens explant). Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a lens case/ vial. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -10.50/3.0/095 (sphere/cylinder/axis) , implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. Lens rotation and low vault were observed. Lens remains implanted. Reportedly the surgeon panns to exchange the lens with a longer length lens. Surgeon notes that patient's "refraction changes after the rotation happened." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.